Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential readings on the precision xtra blood glucose monitor. The results when plotted on to a parkes error grid fell into the "c" and "d" zones which is considered clinically significant. There was no report of death, serious injury or mistreatment associated with this event.